Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the atrial lead failed to capture and failed to sense. The pocket was reopened and the atrial lead was tested again. The same issue was noted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray inspections did not find any anomalies except for damages consistent with procedural damage. Electrical test was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.